Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. However, there were no cgm glucose values < 50 mg/dl, and only 15 minutes < 70 mg/dl, which is not consistent with the user's symptoms. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values it received when it was able. The ilet was appropriately triggering device and cgm glucose alerts. Device data also showed a pattern of inconsistent use of the device over the several days prior to the event, and evidence of misuse of the meal announcement feature. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. It is possible this hypoglycemic event was caused by an inaccurate cgm sensor, causing the ilet to dose insulin unnecessarily. Having the device volume set to off likely contributed to the severity of the event.

Event description:
On 8/14/24 an ilet user reported they experienced a low blood glucose (bg) requiring assistance to treat. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user experienced a bg level below 40 mg/dl, leading to loss of consciousness. Paramedics were called, and the user was administered a glucagon injection. The user's bg levels remained low for about an hour. Although the user received medical assistance from paramedics, they refused to go to the hospital and were not taken to the emergency room.